Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they kept getting system problem rm03 while recharging the implant. Agent asked, pt said the recharger was warm when recharging the implant and the recharger has not been in a warm environment. Patient mentioned they were able to charge the implant after trying a few times. When asked for event date, pt stated "it's been very sporadic for the last couple of weeks, but now it's constant." Agent reviewed rm03. Agent had pt reset the controller and pt denied any visible damage to the recharger. Agent had pt start a recharging session and pt said the implant was recharging 100% since they tried recharging a couple of times this morning. The issue was not resolved. A request was sent to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.